Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the reported event. The treatment for the peritonitis was not reported. On an unreported date, the patient was retrained on the pd therapy. The patient was reported to have recovered from the peritonitis. Additional information was requested, but was not available at this time. This is report 1 of 2.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd892984, gd893164 and gd893297 with no issues noted during the manufacturing process that would be related to the reported problem. There were no deviations from standard procedure and no exceptions related to the reported condition noted. Should additional relevant information become available, a follow up medwatch will be submitted. Same patient as (B)(4).